Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient just had surgery on (B)(6) 20253 and, when they came home from the hospital, they got ready to use the handset and it said it was not paired to any device. The patient was still receiving medication but they were not able to connect with the handset. Patient services walked the patient through pairing the handset to the pump and the patient was able to bolus. During the call, the handset was stuck at 90%. Patient services walked the patient through clearing data. Troubleshooting steps taken with patient services resolved the issue. It was noted that the patient got seven boluses per day. Additional information received on 2025-08-05 indicated that the previously reported surgery was to have the patient's colon and rectum removed and was not related to their device or therapy. The handset lagging at 90% was fixed.